Event description:
It was reported that an ams episode was observed via remote transmission due to suspected external noise on both atrial and ventricular channels. Only one episode occurred and no further episodes have been seen. The patient was not present in clinic at the time of event. Monitoring will continue and testing will be done at patients normal follow-up visit.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.